Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 330cc saline breast implant, catalog # 3503330, (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 330cc and experienced deflation on the right breast implant. As a result, the patient will undergo removal of the implant on (B)(6) 2018.

Manufacturer narrative:
Additional information was received on 8/20/2018. The explant date has been updated to (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/1/2018, mentor became aware that this information was mistakenly omitted from the follow up report dated 11/1/2018: mentor received additional information indicating the patient experienced bilateral ptosis and fat necrosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
New information: mentor received new information indicating the patient underwent bilateral removal and replacement with mentor smooth round high profile 310cc saline implants, catalog # 3503310, s/ns (B)(4). The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was reported that a 50 year old female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 330cc and experienced deflation on the right breast implant. The patient also experienced bilateral ptosis and fat necrosis. As a result, the patient underwent bilateral removal and replacement with mentor smooth round high profile 310cc saline implants, catalog # 3503310, s/ns (B)(4)(l) and (B)(4) (r) on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow material was observed within the device. During initial evaluation a crease was observed on the anterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed two rents on the posterior aspect, measuring approximately rent a and b 0.1 cm. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Necrosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/18/2018, mentor became aware that this information was mistakenly omitted from the follow up report dated 11/16/2018: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: on 12/18/2018, mentor became aware that this information was mistakenly omitted from the follow up report dated 11/1/2018: patient's codes in necrosis and ptosis. Manufacturer¿s reference number: (B)(4).